Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported the starter hole was off-center and that wear time was reduced from 4 days to 2 days. There was no reported harm. No additional information or photograph was provided.